Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148 - 2023 - 08915 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Event description:
A customer reported to olympus, the high flow insufflation unit displayed an error at startup during reprocessing after the procedure. The unspecified diagnostic procedure was completed without delay, using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. An alarm was generated, and the front panel display disappeared after the device was started due to faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.